Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos did not identify any product abnormality that could have contributed to the reported associated machine alarms. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The origin/failure mode of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismax machine, three (3) prismaflex st100 sets were used during the same therapy due to machine alarms. There was "some blood loss". There was no report of serious injury associated with this event. No additional information is available.